Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by user facility: the b. Braun spinal needle broke at the connection between the needle and the hub. The needle break occurred as the stylet was being removed from the spinal needle which was inserted in the epidural needle as part of the cse technique. No patient injury, as this occurred during a demonstation.

Manufacturer narrative:
(B)(4). No samples were returned for evaluation in connection with this incident; however, one (1) picture was returned. The picture returned by the facility shows one spinal needle without packaging and one stylet without packaging. The picture and all available information were forwarded to the manufacturer for further investigation. Per the manufacturer's investigation, the defect could not be confirmed since no sample was returned and the batch number was unknown. Visual examination of the picture showed the needle coming out the bevel side. Strength tests on the hub and cannula were performed on ten (10) batches from the last three years and no abnormalities were observed. Although a picture was provided, it did not clearly depict the reported defect. Further investigation is not possible without the actual sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.